Event description:
When the y connector (okay ii, goodman) was connected to the gc (guiding catheter) 8f 088 str 90cm (B)(4) during the prep, the catheter hub was cracked and broken into two pieces. The physician was familiar with the devices; therefore, no force was applied. The catheter was changed to the competitor's product (mac1, boston scientific (B)(4)) and connected to the same y connector without any difficulty. The procedure was a carotid artery stenting (cas) procedure and the procedure was completed successfully without any patient injury. The product was not inserted in the patient at the time of the anomaly. There was no force applied when the device was connected with the y connector. The hub crack/breakage (the device was in two pieces) occurred when the device was connected with the y connector prior to the insertion into the patient. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub, and there were no anomalies noted at that time. The device was prepped according to the instruction for use. There were no anomalies noted during and after the device was prepped. The device was not used in the patient.

Manufacturer narrative:
This device has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt.